Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2020. The product was evaluated. The device was visually inspected and found that there was no damage to the needle or cannula. The reported event of a detached cannula was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.